Event description:
It was reported that the customer is receiving multiple no delivery alarms. Customer stated glucose readings are 87, whcih is normal. The customer has been receiving insulin. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.